Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B) (4).

Event description:
User facility reported an uneventful novasure endometrial ablation occurred on (B) (6) 2010. Three days later, the pt was febrile and was given antibiotics. Additionally, it was reported the "pt's temperature had normalized 2 days after the antibiotics." During f/u on (B) (6) 2010, it was reported that the pt's temperature was 39 degrees celsius (102.2 degrees fahrenheit) and no cultures were taken. The pt was treated with keflex (cephalexin monohydrate) and metronidazole. During f/u on (B) (6) 2010, it was reported that the pt has recovered.